Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for investigation. No visual anomalies were detected in the visual inspection. The nt generator was connected to an external power source and the generator powered on successfully. The upper assembly did not boot successfully. Replacing the upper assembly solved the issue. Testing of all ports was conducted while monitoring the port temperatures and impedance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported display issue was isolated to abnormal functionality of the upper assembly microprocessor.

Event description:
During a radiofrequency ablation procedure, the generator experienced several issues that could not be resolved and the procedure was cancelled. The generator displayed several error messages that would not go away, so the generator was restarted and when it turned on, an alarm was noted and the generator would not start up. The procedure was then cancelled and there were no adverse consequences to the patient.